Event description:
Beckman coulter (bec) customer technical support (cts) received alerts via the remote management system (rms) that a customer's unicel dxc 600 pro synchron system reagent probe b generated cartridge chemistry "cuvette not dry" errors. Cts contacted the customer and, upon troubleshooting with the customer, the customer reported that they observed liquid under the reagent probe; cts attributed the liquid to a leak from reagent probe b. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event. The operator of the instrument wore gloves and a lab coat while troubleshooting.

Manufacturer narrative:
Routine troubleshooting by phone with beckman coulter (bec) customer technical support (hotline) appeared to resolve the issue and service was not initiated. The customer found a loose connector fitting which attaches tubing to the reagent probe and tightened the fitting to correct the leak. (B)(4).